Event description:
Accidental bolusing of magnesium sulfate 4 gram ivpb delivered as a secondary/intermittent infusion by nurse using b. Braun smart pump. However when nurse returned to patient bedside within half hour, he noticed the accidental bolusing and additional blood that was in the primary tubing. He mentioned that about 1/3rd of the tubing had blood. Smart pumps are not supposed to back prime. No other infusion had color in it as it was just magnesium and primary fluids of 0.9% ns. Bad pump was confiscated and sent back to b. Braun rep who will have their team conduct qa/qc tests.